Event description:
It was reported that during a procedure of the left popliteal artery, an emboshield nav6 was used with a non-bare wire guide wire and when the filtration element was attempted to be removed from the vessel, it exited the guide wire and remained in the artery. The filtration element was attempted to be snared without success and moved distally into the peroneal which was occluded. The filtration element remains in the anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): guide wire/fdw selection. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there was no product malfunction reported. The filter detaching from off the end of the wire into the anatomy is due to not using the appropriate barewire guide wire. It was reported that a non-abbott guide wire was used. The emboshield nav 6 instruction for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Overall, the reported difficulty appears to be user related and there is no indication of a product quality deficiency. All embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.